Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported epistaxis and syncope could not be conclusively determined through this evaluation. The patient was discharged home on (B)(6) 2019 and remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 30apr2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2019 with a nosebleed. The patient¿s nose was packed and was discharged home. Upon attempting to exit the vehicle, the patient had a syncopal episode and upon regaining consciousness was taken back to the ed and admitted with plan to monitor hemoglobin (hbg) and hematocrit (hct). The patient denied any chest pain or alarms. Hbg was 13.0 g/dl on admission. The nosebleed continued to slowly ooze blood. The patient¿s warfarin and aspirin were held. International normalized ratio (inr) was 1.8 on admission however remained alert and oriented. On (B)(6) 2019, the patient was transfused with one unit of packed red blood cells (prbc) for hbg 8.9 g/dl. The oozing from the nose stopped and the packing was removed. Hbg improved to 9.8 g/dl. After contacting the implanting center, the patient was restarted on warfarin and aspirin without heparin bridge. The patient was discharged home (B)(6) 2019 with inr 1.2. The event resolved without sequelae with start date as (B)(6) 2019 and stop date of (B)(6) 2019 in which treatment included hospitalization and blood transfusion. No additional information provided.